Manufacturer narrative:
Though no medical/surgical intervention was required to preclude a serious injury in this event, there have been previously reported events involving a similar device that resulted in the need for medical/surgical intervention to preclude permanent damage to a body structure or permanent impairment of a body function. Therefore, this event meets the criteria for reportability per 21 cfr part 803. The complaint was verified through quality testing. Maximum temperature for the attachment head exceeded maximum allowable temperature standards. Both bearing failures, free roaming ball bearings and excessive debris most likely created friction within the head which resulted in temperature increase. Significant gear wear also increased friction and proper functioning of the gears, also contributing to the heat reported in the complaint. Additionally, the attachment failed all production requirements.

Event description:
In this event a doctor reported that a midwest e 1:5 attachment overheated. There was no injury or intervention.